Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. The customer reported filter leaking in less than 24h infusion, and returned one used sample of material mz9270 and lot 23049070. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was tested with a water infusion, and the filter leakage was confirmed. The filter set was then set up in the filter supplier suggested bubble test, and bubbles were found from the filter air vent at 10 psi. This test shows if the filter itself is working correctly, or if it has been compromised in some way by the solutions infused. Root cause is unknown, but the test suggests the leak may be caused by end user drugs/solutions infused through the filter. Device history record review for model mz9270 lot number 23049070 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set was leaking the following information was received by the initial reporter with the verbatim: started leaking at the filter in less than 24 hours after placement.